Manufacturer narrative:
Device not returned.

Event description:
Reportedly pt expired approx after an implant duration of 0 days (in 2007, after an implant on the same day), due to unk reasons. Unk if pt's death is device related.